Event description:
The customer contacted baxter's technical service center to report high drain 103 alarm on the homechoice (hc) machine after use. (A high drain alarm is indicative of an iipv situation. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode.) The home patient (hp) stated that he called the peritoneal dialysis registered nurse (pdrn) about the alarm and she was not sure what it meant. The baxter technical service representative (tsr) explained the alarm and assisted with clearing the alarm. The hp used 4.25% solution last night and the uf equaled 1812ml in cycle 3, 1754ml in cycle 2, 44ml in cycle 1 and the last fill volume equaled 1500ml. The tsr advised the hp to call the registered nurse back and to explain the alarm. The tsr advised the hp that they would swap the machine and picking up used supplies. The hp would use manual supplies. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The increased intra-peritoneal volume (iipv) was confirmed by review of the logs. The cause of the iipv was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. The device passed all functional testing during evaluation and was sent for service.